Manufacturer narrative:
The reported event of a longevity estimation error was confirmed by reviewing programmer printouts provided by the field. There is a multi-month window of time when the battery is near the midlife deactivation voltage when fluctuating battery voltage can cause the programmer to temporarily over-estimate the remaining longevity. The correct value is then provided in future sessions once the battery has completely exited out of the midlife range. The overall longevity was found to be normal, and the device was determined to function normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ICD exhibited anomalous longevity estimates via consecutive merlin.net transmissions. As a result, the device was explanted and replaced. No patient symptoms were reported.